Manufacturer narrative:
(B)(4).

Event description:
It was reported that the cuff of a portex® bivona® pediatric tts¿ tracheostomy tube didn't remain inflated. The deflation occurred after 20 days in use. The tracheostomy tube was changed nine days early, immediately after noticing the cuff was deflated. The patient was monitored by nurses because of a "risk for inhalation". No injury was reported.

Manufacturer narrative:
Smiths medical received one portex® bivona® pediatric tts¿ tracheostomy tube with obturator. Visual inspection revealed that the cuff was damaged due to over-inflation. The instructions for use was reviewed and states to attach a syringe to the pilot balloon and slowly inflate the cuff with 5ml of sterile water and if the cuff does not inflate completely, squeeze the pilot balloon while gently manipulating the cuff from the shaft. Manufacturing process reveals that this product was 100% leak tested and would have failed inspection. Based on the evidence, the root cause is from over-inflation of the cuff. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The investigation did not determine a manufacturing defect.